Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed, 3 mm and concentric target lesion was located in the severely calcified left anterior descending coronary artery. The lesion was predilated with a 1.5 mm non-bsc balloon. The 3.00x8 mm taxus liberte stent delivery system was advanced, but it was unable to cross the target lesion. The device was removed from the pt, and damage to the distal portion of the stent was noted. The procedure was completed with a different device with no pt complications. The pt's condition post procedure was reported to be good.

Manufacturer narrative:
Pt: 18 years or older. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).